Event description:
Patient was revised to address groin pain.

Manufacturer narrative:
The customer reports the patient was revised to address groin pain. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address groin pain. Doi: unk - dor: 10/14/2011. Update 4/20/2012 - litigation papers received. There is no new additional information that would affect the investigation. (Doi: (B)(6) 2005). Update ad 07 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added stem to impacted products due to alleged elevated metal ions. Updated part and lot numbers of the impacted products. Added patient dob, lawyer, law firm, revision hospital and date of implant. Updated patient's initials. Doi:(B)(6) 2005 - dor: oct 14, 2011.